Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a pod, placed on the left upper thigh, was removed after 48 hours due to a pinching sensation that was noticed while walking. The pod site reaction measured to be approximately half-dollar in size, and appeared reddened, swollen, and was painful to touch. The patient's physician prescribed keflex (antibiotic), steroids, and was given a shot of toradol for pain/discomfort. The patient confirmed a dark spot is still present at the pod site, however the issue has been resolved, and further intervention is not expected.